Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was hospitalized due to the peritonitis and the patient received treatment for the event with an unspecified anti-inflammatory injection (dose, frequency, and route not reported). During hospitalization, pd therapy was ongoing. On an unreported date, the patient was recovered from the event. No additional information is available.